Event description:
It was reported that the fiber was returned without initial reported and performance allegation information. Analysis of the returned device identified a fiber break.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified a fiber body break, only a segment was returned. The fiber connector was not returned for analysis. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break. This was concluded to be an expected or random component failure without any design or manufacturing issue.